Manufacturer narrative:
A device history record (DHR) review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. As part of the investigation three photos were included. The reported failure mode was not confirmed in picture 2, due to the component does not pertain to manufacturing process. For remaining pictures that were included, in picture 3 it can be observed a broken component but can not be assured that the issue can be attributable to manufacturing process. The only information received to be confirmed is the lot number, and the product description that matches with the description reported for the product. Twelve samples units were received with its unopened original package. The samples were visually inspected at a distance of 12 inches under normal lighting conditions. After physical evaluation, the failure mode of broken connector was not confirmed. No broken or damage connector can be observed on the unopened samples. No other analysis were required. Based on the sample provided, physically evaluation, the failure mode reported was not confirmed; therefore, no root cause can be determined. No corrective actions are required since failure mode was not confirmed, all mitigations on placed were verified and it was confirmed execution accordingly. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147.

Event description:
It was reported that catheter was breaking in line with the vent circuit. No patient injury reported.